Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). We have, despite several reminders, not received any information if any service has been performed or if any parts have been replaced. A recommendation to replace the nozzle units in the gas modules has been given to the user facility. The evaluation of the received device logs confirm the reported event. The logs showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which was set value +5 vol%. Alarms for high airway pressure were also generated. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior to the start of ventilation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle unit was most likely contributing to the event. We have not received any information regarding when the last maintenance was performed. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours.

Event description:
Manufacturer ref. #: (B)(4).